Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a kernel power issue. A technical support specialist confirmed that the customer had not faced any issues so far and agreed to close the case. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a frozen display, and it was preventing the user from logging in. In spite of restarting the station, the issue was not resolved, and it showed a drawer failure. The user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.